Event description:
During acceptance testing prior to clinical use, this device was found to fail occlusion sensor testing.

Manufacturer narrative:
The suspect device was returned and evaluated. The fault observed by the customer has been confirmed, the pump does not respond to the selected occlusion level. This was found to be a electronic component fault.